Event description:
After firing an ralc45 attached and an idrivec, the idrivec became unresponsive to allow the ralc45 to open. Another device was used to complete the transection with no adverse impact to the pt.

Manufacturer narrative:
The idrivec was returned and evaluated. The device performed as intended. No root cause could be determined. Visual inspection: the handle assembly is free of chips or nicks. The battery door opens easily and when closed remains closed. The buttons operated smoothly and when displaced return by spring force. The dlu contact adjacent the firing shaft has a dull finish and the other contact has a smooth surface and bright finish. The edges of the dlu drive shafts are free of nicks. Functional test: installed a battery and the device completed the initialization sequence indicator lights showed slow green flash. In non-marking mode, attached a cs29 to the idrivec it calibrated and the indicator lights showed solid green. Moved the anvil from the fully open to fully closed position without incident. Closed the anvil to firing range the indicator lights showed slow green flash. Pressed anvil close button and the indicator lights showed quick green flash indicating the idrivec is ready to fire. Fired the cs29 into 3 layers of white foam the firing sequence completed and the staples were properly formed and foam transect complete.